Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract surgery multiple ophthalmic cystotomes had burr on them. The procedure was completed with another product. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. No physical sample has been returned for evaluation; therefore, the condition of the product could not be verified. Based on review of the cystotome process and taking into account multiple variables, engineering has observed and determined a potential source for this issue can be related to the raw material cannula supplied by the vendor. In addition, we observed incorrect timing on the forming station causing impacts to the tips. The laser sensor that tells forming (cystotome) station when to actuate a misalignment here can contact the edge and cause the observed defect. The investigation observed two root causes: defects within the raw material population as well as incorrect timing on the forming station causing impacts to the tips during final production. Manufacturer has taken action to determine root cause and implement appropriate corrective based on observed trend for complaints of a similar nature. To address root causes, the following action was taken; activation of new inspection tool within the existing vision system to mitigate escape of complaint characteristic product. Complaints are reviewed and will be continued to be monitored at regular intervals for adverse trends. No further action has been identified for this reported event at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
D.3. Product manufacturing site updated due to receipt of [new lot and product information]. G.9. Manufacturer report number corrected and reported under [1644019-2023-00172]. D.4. Additional information provided. The manufacturer internal reference number is: (B)(4).

Event description:
D.3. Product manufacturing site updated due to receipt of [new lot and product information]. G.9. Manufacturer report number corrected and reported under [1644019-2023-00172]. D.4. Additional information provided.